Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received information on how to reset the pump from technical support and will follow up if further assistance is needed.